Manufacturer narrative:
(B)(4). Date sent 1/13/2025. D4 batch #210d27. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. When the test battery was installed the green checkmark did not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and the motor connector was observed disconnected from the pcba. An unplugged motor connector prevented the device from firing. Due to the condition of the device, no functional test was performed. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 210d27, and no non-conformances were identified. Additional information received: a misfire with the device. Thy inserted stapler and used the stapler as they always do. Not sure if they heard a crunch. The green check mark was on. When they pulled the device out, small bowel came out through the anus. And they had to do a colostomy. 9-10 years¿ experience. We assume the surgeon fired the device the surgeon since he said, ¿he went below the patient¿. Not sure if the motor was running. The procedure was written down from the surgeon that it was a partial proctectomy. They were working from the ileum down to rectum. The rep let the surgeon know that with this device they can re-fire the instrument. The surgeon took the battery out and put it back in. Ileo-rectal anastomosis. The rep was not sure how the purse string was done.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2024 additional information was requested, and the following was obtained: what is meant by ¿stapler misfired¿ turns out it did not fire after pulling the trigger and the green check mark lit up. What were the indications for surgery? To remove large bowel what surgical procedure was performed? Partial proctatectomy did the patient receive any preoperative chemotherapy or radiation? Not sure were there any issues experienced with the device in the initial surgical procedure? This is the initial surgery what healthcare professional fired the device and what is his/her experience with the device? Surgeon where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The bottom did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? Yes what confirmation was received that the device completed the firing sequence? Yes was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full revolutions was there any difficulty removing the device? Yes was a complete transection of the white breakaway washer visually confirmed? No were the donuts inspected? If so, please describe. No were there any issues noted with staple formation? If so, please describe the shape and location. It did not fire does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? They had to divert to a ileostomy.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2025. Corrected data: e4. Reporter also sent report to FDA? Additional information received: surgeon had a 29 mm circular stapler in place to create an end-to-end ileorectal anastomosis. Provider introduced the stapler through the anus and up to the stapled end of the rectum. The stapler was well-positioned in the rectum. The spike was normally deployed and then coupled with the anvil. The stapler was tightened as usual and without difficulty. Provider waited 15 seconds, and then released the safety and pulled the trigger. Expected sound of the stapler motor was not heard. Provider then went from the abdomen to between the legs and held and inspected the stapler. The reassuring green check was visible on the stapler. Provider loosened the stapler as usual (2 full turns) and then began the extraction of the stapler from the rectum. There was a little resistance to extraction of the stapler but not more than expected. When the stapler was completely extracted from the rectum, provider saw the ileum with the anvil in place coming out of the anus. It was identified that the stapler had been pulled through the rectum and out the anus. The rectum was badly damaged. Provider had no choice but to excise more rectum. It is not anticipated the partial proctectomy will impact the eventual ability to reverse the patient's ostomy. See attachment.

Manufacturer narrative:
(B)(4). Date sent 2/7/2025. D4 batch #210d27. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. When the test battery was installed the green checkmark did not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and the motor connector was observed disconnected from the pcba. An unplugged motor connector prevented the device from firing. Due to the condition of the device, no functional test was performed. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. In addition, the device was sent to cincinnati for additional evaluation. Upon arrival in the cincinnati, the motor plug was able to be reinserted fully into the pcba component without any interference. However, a pull test on the motor plug found the plug could be removed from the pcba component. This indicated the motor plug¿s locking mechanism was not working appropriately. High resolution images were taken of the locking feature, and noticeable deformation was observed. Once the motor plug was fully inserted into the device, the device was tested for functionality, and it fired and formed staples as well as completely cut the test media and the breakaway washer. This functional test confirmed the reported would not fire condition was due to the motor being unplugged from the pcba component. During the investigation at the cincinnati pi lab, damage was found on the locking feature of the motor plug causing the mechanism to not work as intended and allowing the plug to be removed from the pcba component. A manufacturing record evaluation was performed for the finished device batch number 210d27, and no non-conformances were identified.

Event description:
It was reported that during a partial proctatectomy and drainage of an intra abdominal abscess, "the powered circular stapler misfired." The case was extended by two hours. The anvil and the stapler were connected. Dialed down as normal. Waited the fifteen seconds, went to fire the stapler, they did not hear the crunch. They looked down and the check mark was illuminated green. They believed the stapler fired. They went to remove the device and the device was still connected to the small bowel. The ileum pulled through the rectum. There was no problematic bleeding. After the small bowel was pulled through the rectum out of the patient. They removed everything from the patient. The patient currently has a colostomy bag.

Manufacturer narrative:
(B)(4). Date sent 12/19/2024. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿stapler misfired¿. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.